Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 1-2. A transthoracic echocardiogram on (B)(6) 2019 showed mr grade 4. An esophageal echocardiogram on (B)(6) 2019 confirmed the mr grade 4 and also found that one of the mitraclips had a single leaflet device attachment (slda). Another mitraclip procedure was performed on (B)(6) 2019 with a third mitraclip implanted between the two original clips. Mr grade was reduced to grade 1. There was no chordal rupture, tissue damage or any other leaflet injury due to the slda. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not identify any other similar incidents from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for single leaflet device attachment (slda) could not be determined. The mr was due to the slda/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.